Manufacturer narrative:
Based on the additional information received from the customer, there was no device malfunction on the autopulse platform, and it is functioning as intended. The autopulse li-ion battery used during the reported event was manufactured in 2018. The battery has exceeded its service life of 3 years and is five years old. Per autopulse power system user guide, the expected service life of a properly maintained autopulse li-ion battery is five years from its date of manufacture. The battery does not operate after five years from its date of manufacture. Zoll recommends the replacement of batteries that have exceeded their expected service life. Therefore, the customer-reported event is not reportable, and the initial MDR submitted for this event is no longer applicable.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The autopulse platform (sn unknown) powered off on its own after performing a few compressions during the resuscitation of a nonresponsive woman. The autopulse platform did not show /indicate a battery low warning. No further information was provided. The patient's status information was requested, but the customer did not provide a response. Please see the following related MFR report: MFR 3010617000-2023-00476 for the autopulse li-ion battery.